Event description:
It was reported that during a lap gastrectomy, the active blade broke outside the pt's body. Another device was used to complete the case. No pt consequence.

Manufacturer narrative:
D4: serial#=na.